Event description:
The patient will be revised for cup loosening on the. Information will be updated when available after revision surgery.

Manufacturer narrative:
Batch review performed on 25-apr-2024: lot 2209237: (B)(4) items manufactured and released on 31-may-2022. Expiration date: 2027-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 months after primary, the patient has been revised because of cup loosening. The surgery has been completed successfully.